Event description:
I had a depuy pinnacle implant on (B)(6) 2010. Two weeks later, my hip implant dislocated. I had severe pain since day one. It dislocated 3 times more and now I suffer a terrible back pain from one fall along with the pain and swelling in hip, groin, knee and my leg. I get popping, clicking and grinding noise on every step. I can hardly walk a few feet. I could not find a doctor to do revision surgery all this time. I could not get a doctor to order a metal test to see if I had metal in my blood. I finally was given an implant card after begging the doctors office. I now have nodules in my lungs and thyroid. I am told they are benign - one should not have to suffer this way in this country. If I had it to do all over again I would never had this hip implant. My pain was minor compared to what I am going thru now. I hope that anyone that is thinking of having this surgery stop and seriously think and stop. Depuy does not care about us, it is all money and same with the doctors. I will always investigate anything that a doctor says I need. Wish I had before (B)(6) 2010. I would be fine today. I have found a doctor to do revision and go next week. This should not have been produced and cleared to put in a human's body.